Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the foreign material clogged in the air/water tube was unable to be identified. The following is included in the instructions for use: ¿chapter 5 reprocessing: general policy 5.3 precautions warning ·all channels of the endoscope, including the elevator wire channel and balloon channel, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection control risk to the patient and/or operators performing the next procedure with the endoscope.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported the air/water channel of the subject device was clogged. The reported issue occurred while reprocessing the subject device. There was no report of patient or user injury due to the event. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed the air/water channel was clogged with foreign material. This report is being submitted for the foreign material.

Manufacturer narrative:
During inspection and testing, the foreign material could not be removed from the air/water channel; therefore, the material could not be identified. In addition, service found the light guide tube was slightly wrinkled. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.